Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an error code 1004 after being implanted for one week. Additionally, it was noted the patient received seven shocks and when attempting to deliver a shock there was a low shock lead impedance (sli) measuring 20 ohms however, the shock did not convert the rhythm. Subsequently, this device and right ventricular (rv) lead was explanted and replaced successfully. Upon explant, it was noted there was external damage to the generator. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted analysis found there was an arc mark noted on the is-1 terminal ring. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an error code 1004 after being implanted for one week. Additionally, it was noted the patient received seven shocks and when attempting to deliver a shock there was a low shock lead impedance (sli) measuring 20 ohms however, the shock did not convert the rhythm. Subsequently, this device and right ventricular (rv) lead was explanted and replaced successfully. Upon explant, it was noted there was external damage to the generator. No additional adverse patient effects were reported.